Manufacturer narrative:
The consumer's complaint could not be confirmed. Analysis of the returned nova max plus blood glucose monitor and blood glucose test strips performed as intended. The customer's alleged deficiency could not be replicated. All performance results obtained revealed the device and test strips met all test specifications

Event description:
Consumer called in concern about high blood glucose reading. It was reported to nova biomedical that a consumer received a result of 222mg/dl on their blood glucose meter. According to the consumer they took additional medication based on the reported result which did not require any medical intervention. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use of their initial test strips from the vial as instructed in our directions for use. A control solution test could not be performed because the consumer did not have any control solution.